Event description:
It was reported that the patient presented in clinic after two episodes of syncope. After magnet removal the pacing rate dropped to 37 pulses per minute for 5 seconds. This was repeated with the same results. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.